Event description:
Additional information received indicated the patient has reconnected to merlin, however, no information was provided on what the cause of the ble issue was or how it was resolved. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.